Event description:
A physician reported a pt who was skin tested on 10 march 1998 in the left forearm. On 2 april 1998 the pt reported the test site was red, "itchy", and swollen, (exact date of onset not known). The physician believed the pt's symptoms were a hypersensitivity and prescribed oral benadryl on 2 april 1998. No further medical or surgical intervention was planned.